Event description:
The customer reported the subject device displayed an e216 error code (scope communication error). The reported issue occurred while preparing the subject device, prior to an unspecified procedure. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (e216 error code) was not confirmed or duplicated. In addition, service found the image guide bundle was broken, the adhesive on the bending section cover was worn, the connecting tube was deformed, and the bending angle in up direction was out of specification due to wear of the angulation wire. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the e216 was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information stating the e216 error code displayed prior to a diagnostic procedure. The same device was used to complete the procedure after collecting a spare plug from another room. The customer confirmed no harm or injury resulted from the malfunction.